Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead pacing impedance was high. The lead was "screwed in and out" again, but the impedance issue persisted. The lead was not used and another was implanted. No patient complications have been reported as a result of this event.